Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.

Event description:
A physician successfully deployed a xact stent in the patient's right internal and common carotid artery. One week post procedure, the patient began to experience retinal claudication by evidence of loss of vision when in bright light. These episodes were transient and occurred intermittently over the course of four days. During the patient's 30 day follow up appointment, it was discovered that the patient had not started plavix post procedure and that the target area had restenosed. The patient was treated with plavix.